Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer¿s blood glucose level was not impacted. The customer indicated that a cartridge would be loaded and insulin delivery would be resumed.